Manufacturer narrative:
The device was not returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the olympus electrode had a broken distal end. The issue was found during a therapeutic procedure. The procedure was completed with a similar device. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
Updated: h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken distal end (loop breakage) issue could not be determined, as the device was not returned to olympus for evaluation, however, the issue was likely due to wear. Olympus will continue to monitor field performance for this device.